Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was inflammation.

Event description:
Patient reported having "quite a few problems, so much inflammation and scar tissue" device has been explanted. This record is for the left side.